Event description:
Patient called lvad pager overnight to report he was having yellow wrench alarm on his lvad controller. Patient was seen in clinic this morning to assess alarms and the system controller. Patient connected his controller to the hm monitor and the screen display showed "replace backup battery". Rn disconnected and then re-connected the ebb from the ribbon strip in the back of patient¿s primary controller and the alarm cleared. The pins on the ebb and the connector on the ribbon strip looked normal and showed no signs of damage. Patient lives about 4 hours from the hospital up in the mountains near steamboat springs. Given the winter season and the fact that the patient needs to travel over mountain passes to reach the hospital and for the patient¿s safety, the ebb was replaced today in clinic to minimize the risk of the current ebb (gt169-142) having further issues. FDA safety report ID # (B)(4).